Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, probe unit acoustic lens pierced, up/down knob cracked/scratched, key top incised/cut, switch box unit scratched, universal cord damaged, biopsy channel out of spec, piezo elements defective, distal end deformed, and light guide cover lens had foreign materials. The faulty part was replaced, the device was tested and passed all functional testing, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited artifacts on the ultrasound image. In addition, the ultrasound head had broken wires which caused shadows in the ultrasound image visibly (at approx. 5 o'clock and at approx. 6 o'clock). Upon inspection and testing of the customer returned device, the distal end adhesive had a gap, and was found peeling. Also, the scope acoustic lens surface was damaged, and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that ¿adhesive on the distal end is peeled¿ and ¿acoustic lens surface is damaged¿ occurred due to the similar reason as other damages. However, it could not determined if the damages were caused by stress, handling, or other issues. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.